Event description:
The reporter stated the surgeon attempted to insert an 11.5mm icm115v4 implantable collamer lens and the lens tore. The lens was not implanted.

Manufacturer narrative:
(B) (4). (B) (4).